Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent deployment procedure using venovo venous stent. During the stent deployment procedure, the stent got allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Event description:
A patient underwent a stent deployment procedure using venovo venous stent. During the stent deployment procedure, the stent got allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for sample evaluation. The returned delivery system is in used condition without stent that reportedly had been deployed inside the patient. Based on the sample returned no indication for a stent misplacement or a stent fracture can be identified. X-ray images demonstrating the reported stent fracture have not been provided. The investigation leads to inconclusive result for stent fracture. In this case the vessel was thrombotic but not tortuous. The user did not experience force increase/ difficulty during deployment. System compatible 0.035" guidewire with 10fx11cm introducer were used for access, and the lesion was predilated. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU closely describes hodling and handling of the system throughout deployment. Regarding accessories the IFU state under require materials: '¿ 8f introducer for stent diameters of 10 mm and 12 mm ¿ 9f introducer for a stent diameter of 14 mm ¿ 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm ¿ 0.035 inch (0.89 mm) diameter guidewire'. Regarding pta the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.' Stent fracture was found mentioned a potential adverse event that may occur. G3, h6 (patients, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.